Event description:
Catheter inserted into pt. Cap was placed on catheter and it was noted to be leaking from a hole in the cap. Another catheter cap was placed on pt's catheter and pt was sent home. Several days later, pt came to the hosp and reported that the second cap had a hole in it and it was leaking. Another cap was placed on the catheter. Pt had no complications from this incident.